Event description:
It was reported that a wearable failure occurred. The wearable was inserted on (B)(6) 2025. On (B)(6) 2025, the patient's parent stated that the pediatric patient went to the emergency room and was admitted due to a wearable failure issue. The patient was not able to monitor their blood glucose values due to this issue. The patient's parent did not want to provide further event information. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be very low count aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code: 3191: patient was unable to identify device issue therefore a more specific code could not be selected.